Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released the autopulse nxt band associated with this complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
The customer reported that the autopulse nxt band (lot# unknown) failed by snapping during a cardiac arrest event. No additional device failures were reported. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Correction: h1, type of reportable event.

Manufacturer narrative:
The reporter did not provide information on whether any adjustments were made to the nxt band during the call, nor did they provide details to clarify the circumstances that led to the nxt band failure. Review of the submitted photographs shows damage patterns consistent with a twisted belt, likely due to user mishandling. The belt fibers appear frayed but clean, indicating progressive wear rather than an abrupt cut. This type of damage would have developed over an extended period before failure occurred. Per the autopulse nxt user guide, the nxt band must be correctly aligned with the platform, not twisted, firmly secured on both sides, positioned at 90 degrees to the platform, and free of obstructions from arms, clothing, straps, or buckles that could interfere with band movement.